Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient stated their device was not working. They had changed programs the night prior to program 2 at 3.0v. The patient stated the device worked for a full year and at the time of the report they were gushing urine. Patient stated they had changed programs and settings to a higher number. Patient stated they were not feeling anything, but they never had. 6 months prior they started with just leakage so they started wearing depends at night just in case, the actual gushing started a couple of days prior to report. The patient stated they only had trouble at night, not during the day. Patient stated they did feel the tingling at first, then it went away after about 30 minutes. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported change to device programming, it needed to be higher as the cause to the device no longer working. They reported they adjusted the program and the device was working fine.